Event description:
It was reported that during an exploratory laparoscopy procedure, the jaws were resting on the patient¿s abdominal wall while activated with tissue in between. The instrument caused a third degree burn on the skin. The patient was treated with ointment and packing. The same device was used to complete the procedure. One device was discarded.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information: has long as the surgeon been using the super jaw device? 6 months. Were you present for the procedure? No. Are the jaws cleaned of tissue between transections? Unsure. Where is the burn? Skin. What part of the device is suspected of causing the burn: jaws (what part) the outside of the jaws, shaft (what part) n/a. If a skin burn, what is the severity of the burn? Third degree. Was any medical intervention used? Ointment and padding (such as salve or stitches). Please confirm if the device was activated when the burn occurred? Yes. Please confirm that the burn was caused by jaw or shaft? (Initial response is not clear) by the jaws. Where exactly was the burn? On the skin close to the midline incision what is the size or shape of burn? Shape of the jaws. How was it determined it was a 3rd degree burn? It was determined by the surgeon. Was there any other post-operative care administered for treatment of the burn? Ointment used in the or. Unsure after the patient left the or. Are picture available? No.